Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : device positioning is determined by the implanting physician and is not considered a product problem. A manufacturing records review will not be performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records patient alleges pain, difficulty moving, metal on metal reaction and psoas tendinitis. After clinic visit imaging found out that the socket was retroverted. Doi: (B)(6) 2008, dor: none reported left hip.